Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Tech has issue with calibrate the 8120 unit. Case resolution: tech calibrate 8120 unit and it passes through all steps but unit keep repeating need to be calibrate. Unit will have to come in for services repair, confirm price quote for level one repair services. Ref: (B)(4).